Event description:
It was reported that during implant, the physician had difficulty inserting the ventricular lead into the pulse generator header. The physician used silicon oil and the lead was successfully secured. The pulse generator was implanted successfully.